Manufacturer narrative:
The initial MDR was filed on 04-feb-2020. Additional information (10-mar-2020): siemens reviewed instrument log file data and found two additional samples with discordant, falsely elevated cardiac troponin I (ctni) test results. Refer to sections b5 and b6. The issue was resolved with the routine maintenance of the luminescent oxygen channeling immunoassay (loci) arm alignment, however due to some of the readings in the quick check file the entire loci arm was proactively replaced. The instrument performance has been monitored without recurrence of the issue. The cause of discordant, falsely high ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two additional discordant, falsely elevated cardiac troponin (ctni) samples were identified in the instrument data. The initial, discordant results were not reported to the physician(s). The first sample, sid: (B)(6), was repeated the next day on the same dimension vista 500 instrument and an alternate dimension vista 500 instrument giving lower and matching results. The repeat results were reported to the physician(s). The second sample, sid: (B)(6), was repeated on the same day on an alternate dimension vista 500, giving a lower result. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high ctni results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely low cardiac troponin I (ctni) results were obtained on a patient sample on a dimension vista 500 instrument. A siemens specialist remotely dialed into the instrument and realigned the server's probe. The siemens specialist also cleaned the reagent probes with sodium hydroxide and reset the luminescent oxygen channeling immunoassay (loci) statistics. Quality control (qc) was within the acceptable range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced the loci reader, aligned the loci arm, reset the loci statistics, ran 50 sairs (test that confirms the operation of the loci reader assembly on the instrument) test, recalibrated the loci methods, and ran precision test, which recovered acceptably. The cause of discordant, falsely high ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high cardiac troponin I (ctni) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was also processed on an alternate dimension vista 500 instrument, resulting lower. The ctni result of <0.015 ng/ml was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high ctni results.